Event description:
A customer reported to baxter (B)(4) that an irrigation set was observed to have leaked from the drip chamber of the set during infusion of unknown medication. This condition caused an interruption of delivery. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of an irrigation set in which customer observed a leak from the drip chamber of the set was confirmed during visual inspection and function test of the sample. No repair was performed as this is a single use device and it will be discarded. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional information be received, a follow-up medwatch will be submitted.